Event description:
The customer contacted customer service to inquire about what the soft shells are made of, as she had developed an allergic reaction to them. She started using the soft shells on (B)(6) 2012 and stopped using them on (B)(6) 2012. She broke out in hives on her stomach, face, and arms ("it's everywhere"). It started with two perfect circles on her breasts the size of the shells. She visited her doctor on (B)(6) 2012 and was given a steroid injection and a prescription for oral steroids (prednisone 200mg x 10 days) and a cream (name unk).

Manufacturer narrative:
The customer was advised that the soft shells are made of silicone. Attempts to contact the customer to get additional complaint info and to get the product back, including a final attempt by letter, were unsuccessful. The customer appears to have experienced an allergic reaction to the soft shells. Should additional info or the product be received, resulting in new, changed, or corrected info, a follow up report will be filed. We will monitor complaints for similar issues.